Event description:
The pt underwent a triple coronary artery bypass procedure utilizing a mammary artery and two saphenous vein grafts anastomosed with aortic connectors. Twenty-four hours postoperatively, the pt experienced severe bleeding and the chest was reopened. One connector appeared to be dislodged and was the site of the bleeding. The surgeon reported the deployment was successful and the vein length was appropriate. The second connector remains implanted. Additional information has been requested, including the events prior to reopening the chest and the pt's present health status.